Manufacturer narrative:
D10: concomitants: (B)(6), 170-36-03 - biolox delta femoral head 36mm od, +3.5mm. (B)(6), 180-01-58 - nv crown cup clstr hole 58mm group 3. (B)(6), 180-65-20 - alteon 6.5mm screw, 20mm. (B)(6), 180-65-35 - alteon 6.5mm screw, 35mm. (B)(6), 188-00-12 - wedge plasma s/o sz 12.

Event description:
It was reported that approximately 80 months after a left total hip replacement procedure, the patient underwent a revision procedure to address polyethylene wear. The patient was revised to exactech devices. There was no reported breakage of the device, or surgical delay/prolongation. Patient was last known to be in stable condition following the event. No further issues or complications were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). The prosthesis wear was able to be confirmed from the provided radiograph. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.